Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown insignia stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: event confirmation: a total hip arthroplasty with an insignia stem can be confirmed. A periprosthetic fracture can be confirmed from a CT scan report. While revision surgery was proposed it appears the patient was treated conservatively. Root cause: the root cause for the fracture cannot be ascertained, but based on the time course it is likely related to an intraoperative activity. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: event confirmation: a total hip arthroplasty with an insignia stem can be confirmed. A periprosthetic fracture can be confirmed from a CT scan report. While revision surgery was proposed it appears the patient was treated conservatively. Root cause: the root cause for the fracture cannot be ascertained, but based on the time course it is likely related to an intraoperative activity. Further information such as device details, return of the device, pre- and post-operative x-rays, primary operative report, histopathology report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Per review of milestone report, subject 105 experienced periprosthetic fracture r/tha - managed non-operatively, resolved.